Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the jaws of a vessel sealer extend instrument did not open. The user completed the procedure as planned using a backup vessel sealer extend instrument with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: no bleeding was observed due to this unclamping issue.